Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a shocking sensation with the stimulation. The patient also reported that her implantable neuro stimulator (ins) stopped working 4 years ago. The patient was having the ins removed on the day of the report by her healthcare professional (hcp). When asked if the device was removed due to normal battery depletion, the patient mentioned she spoke to someone and was told it was an internal issue. Also, the patient's remote would not work anymore. There were no further complications or anticipations reported with this event.